Event description:
In transition from helicopter to ICU, survival flight braun bodyguard pump, infusing an epinephrine infusion at 0.1 mcg/kg/min alarmed downstream occlusion. Transit immediately stopped in order to investigate/troubleshoot. Two clinicians traced the line from insertion site to pump and no downstream occlusion, or any evidence that one might occur, was found. Pump restarted and immediately began alarming downstream occlusion. While this was occurring, the patient's blood pressure began falling. Since the pump would not allow the alarm to clear, and epinephrine clearly not infusing, the patient was given a push dose of epinephrine (100 mcg) which increased the patient's blood pressure. The unit was informed to have infusions ready as the transport pump issue would not resolve. The patient required another 100 mcg bolus dose of epinephrine during the 5 minute transit up to the cardiovascular cardiac intensive care unit. Following the transport, the pump was immediately taken out of service for interrogation by hospital biomed department. This is not the first time that one of these pumps has experienced this problem. With the inability to effectively clear alarms and keep critical infusions running (especially on hemodynamically unstable patients), I feel that this is a considerable safety issue that needs to be addressed with the manufacturer of this pump.